Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, drawer 2.2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 on the main was not detected on bus. A field service engineer (fse) inspected the drawer and found that row b and e were not detected on the bus and could not be recovered. After powering the station down, the fse was able to reset all the connections on the drawer and reassembled all components to test in user application. Then the fse proceeded to reset the connections on every single drawer to ensure each controller board was properly connected to. Once repairs were made, customer was able to test user application ass assuring that drawer 2.2 was fully functional on all pockets that passed all the test. Further the fse notice that drawer number six had the old-style latch assembly with the magnet that can fall out. The fse was able to successfully swap out component on the drawer as needed to resolve future failures from failed to stay closed. After that the drawer was able to perform open and close functions without any malfunctions or delays passing all test and no further repairs required at this time. The system functioned as intended after the field service engineer repaired the device.